Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Pump error 53 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had no deliver alarm and software error detected alarm. The customer's blood glucose level was 250 mg/dl. They stated that the customer had experienced stroke. They declined troubleshooting. The insulin pump will be returned for analysis.